Event description:
The only info supplied was that the system was explanted because the catheter "broke".

Manufacturer narrative:
Summary of product evaluation: the portal was returned with a 5.5 inch length of catheter attached. Microscopic examination of the catheter was rough in appearance at the point of fragmentation. This type of damage is consistent with a catheter that has been repeatedly compressed, usally between the clavicle and first rib. Under pressurization the portal and catheter was found to be occluded.